Event description:
Tech found the hi/low is drifting on the bed. No pt impact.

Manufacturer narrative:
Tech removed the hi/low brake and degreased, cleaned and lubricated the brake to resolve the issue.